Manufacturer narrative:
Product analysis: the inner polyimide member was kinked 4.5cm proximal to the tip of the device. The proximal end of the distal tip was flared and raised. There was no further damage evident to the device. Resistance was noted retracting the device tip into the tip of the sheath due to the raised tip material. (B)(4).

Event description:
A complete se device was being used to treat a lesion in the iliac artery with 100% stenosis and slight calcification. Vessel was tortuous. The lesion had been pre-dilated at 10 atm, 60% stenosis remained after the dilatation. The device was inspected prior to use with no abnormality noticed. No issues were noted during advancement or during deployment of the stent. It was reported that when the stent was fully deployed, the 'head end' of the delivery system could not be retracted to sheath. The device was removed from the patient by surgery. The physician determined that the tip of the delivery system was not smooth. The lesion was further dilated with a balloon. No further patient complications were reported - the patient is well now.